Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 6123812. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates were put on packaging. Occurrence: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 6123812. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, label information missing (expiration date)) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the box of bd micro-finei¿ IV insulin syringes had no expiration date printed on it. This was noticed during use. The following information was provided by the initial reporter: "pharmacist stated she has 5 -6 boxes of the bd insulin syringes, all with the same lot # and catalog # and none of them have expiration dates on them. Stated she provided a consumer with one box of these syringes and the consumer returned it, stating he did not want to use this box because he looked the product up online and he believes they expired in 2016. Advised pharmacist of how bd determines the expiration date using the copyright date, the lot # and julian date. Pharmacist stated there is no copyright/trademark date or manufacture date on any of the boxes. Advised pharmacist that the lot # means this box was either manufactured in 2006 expiring in 2011 or 2016 expiring in 2021."